Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that after wearing the aligners for 3 days their teeth are significantly leaning to the left and have had their two front teeth chip. Education was provided on patient's concerns with shifting and chipped teeth. Patient responded back that they would like to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.